Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a thoracoscopic wedge resection procedure. Reportedly, the staples prefired. The surgeon used another intsturment to complete the procedure. The hosp has reported no pt injury occurred.